Event description:
Determined to be reportable based on the analysis approved on 11/21/06. The physician was unable to cross the lesion being treated with a liberte' monorail stent. The procedure was completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
Returned product analysis could neither confirm nor deny the crossing difficulty stated in the complaint. Product analysis did reveal a partial stent deployment and stent movement on the balloon. The delivery device with the stent on the balloon was received and the stent was flared on both ends indicating the balloon had been subjected to positive pressure. The stent had also moved distally on the balloon. Visual and microscopic examination of the stent revealed it had moved distally on the balloon approx 1.5 millimeters. The balloon was visually and microscopically examined. No visual defects were observed. The balloon had been partially inflated on the proximal and distal ends and was not in its original profile. This would indicate a positive pressure had been applied to the balloon after the stent was crimped onto the balloon and after the final inspection. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing on the proximal end where the stent had moved distally indicating that the stent had been crimped properly. There is no evidence that the device was improperly manufactured. The exact cause of the partially deployed and migrated stent could not be determined. The mfg records for top assembly batch 8711298 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.